Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that the device tubing detached from the proximal side of the device reservoir during use. Reportedly, there was some patient bleeding; however, the clinician was at the patient's bedside when the event occurred allowing for an immediate response. It was further reported that there were no patient complications or medical intervention required. Reportedly, the device was replaced with a new unit.